Event description:
A home pt contact baxter's tachnical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/4 of their automate peritoneal dialysis therapy. Per initial report, the home pt used manifold in order to reuse the homechoice cassette for several days. One of the lines started leaking. The technical svc rep (tsr) explained the alarm, assisted the home pt with clearing the alarm, end therapy early at fill 3 and start over using new supplies. There was no pt injury or med intervention reported at the time of the incident.